Event description:
Vesicles at injection site; redness at injection site. Info was rec'd in 2004 about a physician report regarding a pt, with a history of having rec'd artecoll in 1994 in the angles of the mouth, chin, forehead, and nasolabials, with nodules on the forehead following the implant (no further injections provided). The pt rec'd injections of hylaform to the angle of the mouth in 2001. In 2001, the pt experienced redness with small vesicles on the left side. The pt was treated with volon and lidocaine (route and regimen not specified). At the time of the report, the pt was improved. Qa investigation results: review of the data did not indicate trends that could be associated to any product complaint. The event was reported as related to the use of hylaform.